Event description:
It was claimed that an n290 pulse oximeter was in use at the time of a patient demise. The caller stated that a family member of the patient is alleging that the device was reading low oxygen saturation but could not provide a specific number. The family is also claiming that the device may have been at fault but they could not provide a specific fault with the device.